Event description:
It was reported that a spectrum pump had keys stuck down on the keypad. The problem was found in the medical transport care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "stuck" key, which was experienced during a evaluation. Evaluation found all keys inoperable due to a stuck 2nd soft key, which was caused by a failed keypad. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.